Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the patient¿s annulus ruptured. A pericardial effusion developed and required a pericardiocentesis. The patient was converted to open heart surgery, the 26mm sapien valve was explanted and replaced with a surgical valve. At the time of the original report the patient was still in surgery. To date, the medical facility has not provided additional information regarding the patient status or the details of this case. Per report, a 23x4cm balloon was used for the balloon valvuloplasty (bav). The 26mm sapien valve was deployed in a 50:50 position within the annulus. The patient¿s pressure did not recover and transesophageal echocardiogram (tee) showed an increasing pericardial effusion. Pericardiocentesis confirmed active bleeding. The patient became hemodynamically unstable thus chest compressions were started. The patient was placed on intra aortic balloon pump (iabp) and blood was given. Upon opening the patient's chest, they found a posterior rupture near the left coronary cusp. The sapien valve was removed and a surgical valve was implanted. Additional information: the degree of native valve/leaflet calcification was described as moderate. The mitral annular calcification was not provided. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was not provided; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was reported as 68 percent. The patient¿s annular diameter was 23mm per tee.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = (B)(4)) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of this event is unknown. It is possible a combination of patient and procedural factors caused or contributed to this event. There is no indication this event was result of dysfunction of the sapien valve or the retroflex 3 delivery system. Per report, the event was attributed to an undisclosed non-edwards device and deemed a procedural complication. To date, the medical facility has not provided additional information regarding this case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Per journal article received, "injuries to the aorta aortic annulus and left ventricle during tavr -management and outcomes", this patient expired 6 days post tavr; postoperative outcomes included respiratory failure, reoperation for bleeding and new atrial fibrillation. There is no indication this event was due to a device malfunction by the ew valve as the valve had been explanted during the index procedure six days earlier.